Event description:
Reporter alleged obtaining a result of 310 mg/dl on his advantage system and passed out 10-15 minutes later. Reporter stated the emergency medical technicians (emts) were called, their system read 48 mg/dl within 20 minutes of the original test, and emts treated him with glucose in a tube. Reporter indicated he was fasting, and experiencing symptoms, however, did not state whether they were hypoglycemic or hyperglycemic during the time of the original test. No other actions or treatment reported. A request was made for the return of the suspect device and replacement product was sent.